Event description:
A progeny sales representative reported that the mechanical structure of a preva intraoral unit, (B) (4), separated from its wall mount at (B) (6) dental office. No injury was reported.

Manufacturer narrative:
Conclusions: improper installation to the wall -- the lag screws were installed in between two sandwiched 2 by 4 studs. The lag screws therefore were not completely secured into the stud. With the movement from normal clinical use, the improperly installed lag screw wiggled loose, thereby weakening the mechanical connection.